Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 which was verified through a review of the event history log by the presence of multiple " system error 345" messages but was unable to be recreated during evaluation. The device thermistor readings were tested and observed an upstream thermistor out of specification. Evaluation revealed the cause to be an out of specification upstream thermistor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced system error 345 (thermistor disparity). This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.